Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on (B)(6), 2023, it was noticed the following information was erroneously omitted from the previous report: the patient also experienced device migration on the left side.

Event description:
It was reported that a 38-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc (l) and an unspecified mentor gel breast implant (r) and experienced migration on the right side and rupture on the left side post-operatively, which was confirmed during explantation on (B)(6) 2023. The patient underwent removal and replacement with similar devices. This report is for the left breast prosthesis. See manufacturer report number 1645337-2023-06547 for contralateral side. The date of implantation is prior to the device manufacture date. If additional information is received regarding the correct date of implantation or device lot number, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).